Manufacturer narrative:
The investigation excluded a general reagent issue because the calibration and qc results were according to specifications. The investigation excluded instrument-related issues because the results were reproducible when another patient sample was run. The investigation reviewed the image of the patient sample and found a gradient of cell debris on the surface. The investigation determined the event was consistent with a preanalytic issue at the customer site (cell debris on the surface of the patient sample). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Event description:
The initial reporter received a questionable crep2 (creatinine) result from one patient sample tested on the cobas 8000 cobas c 701 module. On (B)(6) 2024: the initial result of the initial patient sample in a lithium heparinized tube was 63.57 mg/dl. On (B)(6) 2024: the repeat result in the lithium heparinized tube was 44.79 mg/dl. On (B)(6) 2024: the patient complained that the result from another hospital was normal. The repeat result of the initial patient sample in a dry tube was 8.39 mg/dl. The second repeat result of the initial patient sample in a dry tube was 8.57 mg/l.

Manufacturer narrative:
The serial number of the cobas 8000 cobas c 701 module is (B)(6). The patient sample was requested for investigation. The investigation is ongoing.